Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar disc herniation type of procedure or technique used :olif it was reported that intra-op, the cage broke before the implantation. The cage did not enter the patients body fully when the event occurred. No fragment of the implant remaining in the patient. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: the cage has broken near the area where the inserter attaches. The fracture surface is consistent with material overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.